Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Device distributor reported on behalf of the home care user that the patient had 9 cleo sites fall off in the 2 days prior to the report. The patient used IV prep. On (B)(6) 2016, the patients blood glucose was 454 mg/dl. The patient required multiple daily insulin injections and also changed the supplies. No ketones were present and no injury occurred. Related to MFR #2183502-2016-01421, 2183502-2016-01420 ,2183502-2016-01419, 2183502-2016-01418, 2183502-2016-01417, 2183502-2016-01415, 2183502-2016-01414, 2183502-2016-01413.